Event description:
Seven positive troponin ultra results were reported to the physician. The physician questioned the results and upon request all seven samples were negative. All seven patients were admitted to the hospital due to the elevated troponin results. It is unknown if any treatment was rendered.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate the cause for the discordant troponin ultra results were due to a faulty pinch valve. The fse replaced the pinch valve and completed a full service call. The instrument is performing within specifications. No further evaluation of the device is required.